Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on an unknown date and mesh was used. During placement, the straps of the mesh came loose. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Only one opened, empty foil package was returned but no folder or mesh device. Therefore no further evaluation could be performed and the cause of the issue could not be determined.

Manufacturer narrative:
Date sent to FDA: 04/11/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.